Manufacturer narrative:
(B) (4): the lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The octad lead was introduced via touchy needle. After positioning the lead, the stylet was withdrawn. It was not possible to re-introduce the stylet and advance it to the tip of the lead. It could only be advanced to 8.5 cm from the tip. The stylet was kinked upon its removal. The lead was removed. There was no pt injury. The pt was fine after surgery.